Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during a lead implant procedure the helix would not extend. Once placed, the lead impedance was high and the helix would not come out. After multiple attempts the physician requested a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.